Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction with itching and redness under the overlay patch, which occurred 8 days after the sensor had been inserted in the abdomen. The patient reported still getting reaction on her sensors so she had to removed them early, but they refused to get the replacement because she already spoke to their hcp (healthcare provider) that they will stop using the dexcom for the meantime. The patient consulted an hcp at the hospital, and they prescribed oral antihistamine tablets, fucidin cream and aqueous cream. The patient couldn´t remember the name of the prescribed oral antihistamine medication and it couldn´t be confirmed if the medication was otc (over the counter). The area was prepared with soap and water before placing the sensor on the body. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction with itching and redness under the overlay patch, which occurred 8 days after the sensor had been inserted in the abdomen. The patient reported still getting reaction on her sensors so she had to removed them early, but they refused to get the replacement because she already spoke to their hcp (healthcare provider) that they will stop using the dexcom for the meantime. The patient consulted an hcp at the hospital, and they prescribed oral antihistamine tablets, fucidin cream and aqueous cream. The patient couldn´t remember the name of the prescribed oral antihistamine medication and it couldn´t be confirmed if the medication was otc (over the counter). The area was prepared with soap and water before placing the sensor on the body. A photograph was provided for investigation. The skin reaction was confirmed, consistent of an erythema with slight stripping and excoriation, the erythema was covering the entire affected area, and on the inner part of the reaction it could be seen slight weeping area. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.